Manufacturer narrative:
Updated reporting institution name and address and report source.

Manufacturer narrative:
Updated short description, evaluation results and conclusion code grids.

Event description:
It has been reported that the device has failed a self-test.